Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. After the tcar procedure, the patient experienced a stroke with symptoms on the left side. The physician suspected a possible incomplete circle of willis, but imaging was inconclusive. The patient's symptoms have not completely resolved. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. After the tcar procedure, the patient experienced a stroke with symptoms on the left side. The physician suspected a possible incomplete circle of willis, but imaging was inconclusive. The patient's symptoms have not completely resolved. No further information was provided to boston scientific.